Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (25.0 mg/ml, 6.991 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's catheter was "disconnected or has a hole in it" in (B)(6) 2015. The patient had the morphine taken out of the pump at that time and had saline put in the pump. The patient had been hurting badly since 2017. The patient was looking for doctors who could manage his pump. No further complications were reported.